Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year old patient who underwent breast augmentation with a 325cc mentor smooth round moderate profile saline breast prosthesis on the left side, suffered deflation post-operatively. As a result, the patient underwent unilateral removal and replacement with a 300cc mentor smooth round moderate profile saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information that the device with a different lot number (5719887) received on 6/5/2019, was actually the correct suspect medical device. The suspect medical device was a 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 5719887. On (B)(6) 2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/25/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was noted to be intact. Leak testing was performed and a leakage at the union between shell and valve was observed. No other anomalies were detected. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).